Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a pinhole (chipping) like a 1mm at the base of the gripping part. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint regarding a pin hole at the base of the grip base in the confirmed by failure analysis. .